Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced a high-priority continuous alarm while exchanging one of his batteries. There was no reported patient injury related to this event. The batteries were exchanged by the facility and returned to the manufacturer. The batteries reported in this complaint were removed from the market as part of fsca apr2014.1 and were destroyed as part of the required actions. As a result, the devices are not available for analysis, subsequently the root cause cannot be determined for the reported event. Complaints of this nature will continue to be tracked and trended. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter (B)(4), dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-00593 and 3007042319-2016-00139) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient heard a high-priority continuous alarm from the controller while exchanging one of his batteries. The patient stated that the controller screen went blank during this alarm. The event occurred as the patient was removing a drained battery from power port one (1) of the controller while the other battery, which was showing full charge capacity, was connected to power port two (2). The patient reconnected a battery to power port two (2) and the controller powered back up and displayed pump parameters. The patient stated that he felt dizzy during the event. He was later admitted to hospital for further evaluation and was reportedly doing well following the event. Log files were sent for analysis, the two batteries were removed from service, and the patient was issued replacement devices. The two batteries were returned to the manufacturer for analysis.